Event description:
The caller reported the patient's tracheostomy tube had pinholes in the cuff and would not stay inflated. The tube was removed and replaced with another unspecified tube. The caller also reported this tube had been placed in the patient three months ago, and that the tubes in this patient are normally changed every six months, which exceeds the manufacturer's labeling for use of twenty-nine days. The tube was discarded, and the lot number is unknown.